Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "preparing to fill" notification became frozen on the pump screen and the notification was unable to be cleared. During troubleshooting with tandem technical support, the contact was instructed to clear the notification. There was no reported impact to the customer&#38112;blood glucose level.